Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. <adhesion of the foreign material to forceps elevator> the exact cause of the reported event could not be conclusively determined. However, based on the reported information and past similar case, omsc considered that this phenomenon was attributed to the following. -the user insufficiently reprocessed around forceps elevator after procedure. -foreign material on the elevator got dry and adhered since the user did not reprocess device immediately after procedure. <dirt inside light guide lens> based on the information from olympus india such as the device leaking and past similar case, there was the possibility that this phenomenon was attributed to the following. -humidity entered the device from leaking point, which caused components inside the light guide lens to corrode. Then corrosion product remained inside the light guide lens as dirt. <crack of the distal end cover> the exact cause of the reported event could not be conclusively determined. However, based on the reported information and past similar case, there was the possibility that this phenomenon was attributed to the physical stress such as hitting and/or dropping being applied. If additional information becomes available, this report will be supplemented. The instruction manual of the subject device states measures for reduction and prevention of the reported phenomena and appropriate method for detection of the reported phenomena.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at the service department of olympus (B)(4), it was found as follows. - the forceps elevator had foreign material - the inside of the light guide lens was dirty - the distal end cover had a crack the occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomena. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.